Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown symptom during therapy (medication, programmed amount and delivery rate unknown) causing patient injury in the critical care unit. The customer also reported that the medication being infused was a controlled substance and that the patient was still alive at the time, any medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report

Manufacturer narrative:
The device evaluation was completed for the reported device malfunctioned during an infusion on (B)(6) 2016 causing patient injury in the critical care unit. A service history review revealed no issues that could have caused or contributed to the reported event. Visual inspection was performed and no issues were noted. The device also underwent functional testing which included a flow test and it was determined that the pump was able to infuse normally and without problems. The reported event was unable to be verified. A severity assessment was performed and it was determined that based on all available documentation and due diligence reviewed for requested severity assessment. The customer reported problem, it cannot be determined that this would meet the criteria for a reportable serious injury. Therefore this is not a reportable serious injury per severity assessment. If further information is obtained, this record will be medically reassessed accordingly. The symptom was unable to be confirmed or reproduced and is unlikely to cause harm that is not minor or negligible. Should additional relevant information become available, a supplemental report will be submitted.